Manufacturer narrative:
The provided photo confirmed the report. The balloon was observed to be ruptured. While the reported event was confirmed, the exact root cause of the reported issue could not be determined. As stated in the IFU: "handle with care. Product should be stored in a clean, cool, dry area away from chemical fumes. Do not inflate the balloon to any greater volume than is necessary to obstruct the blood flow. Do not exceed the recommended maximum balloon inflation capacity (see specifications). Caution: do not exceed the maximum recommended volume, as over inflation increases the possibility of balloon rupture. Refer to specifications for maximum inflation capacities." The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. We have not received any other complaints of a similar nature for devices from this lot.

Event description:
It was reported that the syntel otw balloon ruptured during pre-testing prior to use in a procedure. The device was not used on the patient, and an alternative device was utilized to complete the operation. No patient injury was reported.